Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered several alerts for undefined high pacing impedance. A fracture of the rv lead pace/sense ring was suspected. In addition, the rv lead threshold had increased slightly since implant. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.